Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato, runthrough ns. Guide cath: launcher. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the lesion was moderately calcified, which may have contributed to the resistance advancing and removing the stent delivery system (sds). To help ensure this type of difficulty is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for stent damage and crimped stent profile. Factors that can contribute to balloon ruptures include, but are not limited to: balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify the rated burst pressure (rbp). There was no report of any leak in the sds noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It was reported the sds met resistance during advancement in the calcified lesion; therefore it is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy, such that the balloon ruptured upon inflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for physical resistance, balloon rupture, or difficult to remove for this lot. There is no indication of a lot specific product quality deficiency. In this instance, although the device was not returned for analysis, based on the information received with this complaint, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that during a procedure in the mid left anterior descending artery, the xience v stent delivery system was advanced to the target lesion; however, the balloon would not inflate and blood was observed leaking into the indeflator. Resistance was noted during advancement and removal as the vessel was challenging. After removal, the balloon was confirmed to be ruptured around the distal edge of the stent implant. Vessel and lesion site were characterized as being moderately tortuous and calcified, eccentric, de novo and 99% stenosed. No adverse patient effects were reported. No additional information was provided.